Event description:
On (B)(6) 2012, it was reported that the patient's pump had been alarming for about a week; telemetry had not been performed yet. The patient's daughter had just noticed the alarm over the past weekend. The pump had not been refilled since implant and they were told that it wouldn't be due until 2013 because of a very low dose. It was later reported that an x-ray revealed that the pump had flipped. The patient was unable to have surgery to revise the pump due to cardiac disease; the patient was unable to get surgical clearance. There was reported to be no patient injury. The pump was delivering morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).